Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had a cat scan and mylogram performed the day prior to the report. The patient experienced paresthesia in the wrong location. The therapy was off most of the day and later in the day, he turned the therapy on and stimulation went way up to his hip and there was no stimulation going down his legs. The patient switched the group and then he could feel stimulation in the legs. The patient wanted the manufacturing representative to look into his settings. The patient did not have adaptive stimulation. The patient's cat scan and mylogram were not related to the implanted device. The indications for use include radicular pain syndrome (radiculopathies) and spinal pain. If additional information is received, the event will be updated.